Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked to clarify the statement, they reported that they had been feeling like they had to pee, but when they go to the bathroom, they didn't need to pee and if they experienced urinary retention, they stated that they used to but not anymore. The patient did not experience urinary retention prior to the device and the retention did not worsen as a result of the device or therapy. It was unknown if catheterization as the 'standard of care' prior to the device. It was unknown if the issue was resolved. The device was intended to treat urgency frequency.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that their therapy seemed to be working great, but then it was not working as it used to. The patient stated that they started the trial on (B)(6), but for the last day and a half, they've been feeling like they had to pee, but when they go to the bathroom, they didn't need to pee. The patient added that they were back to having the little "spasms". Agent reviewed general therapy information and walked patient through increasing their stimulation to a comfortable level. The patient confirmed feeling the stimulation in their bike seat area and will continue to monitor symptoms. Redirected to healthcare provider (hcp) if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.